Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) had lost consciousness during induction. The device sensitivity was programmed to most. The surface EKG revealed a ventricular fibrillation (vt) rate of approximately 300 beats per minute, while the electrogram strip showed a slower vt that fell within the vt-1 zone, so only anti-tachycardia pacing (atp) was delivered. This was followed by a divert/reconfirmation and the rhythm was eventually self-terminated. The concern was that the device was not sensing the rapid rate of 300 beats per minute.